Event description:
Additional informationreceived from the healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the event outcome was resolved without sequelae on (B)(6) 2015.

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the lead revision was performed on (B)(6) 2015.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp for a clinical study reported the lead was explanted and replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
A healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported the patient felt stimulation in the buttock area on all electrodes but previously they were all felt in the vaginal area. The device diagnosis was lead migration/dislodgment. A lead revision was planned for (B)(6), 2015. The event was ongoing. Indication for use was reported as urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. If additional information is received, a follow-up report will be sent.